Event description:
It was reported that the customer experienced a blood glucose (bg) level that was displayed as ¿high¿; however, a specific value was not provided, cause was unknown. Due to the elevated bg level the customer experience ketones (size unknown), which a healthcare provided identified as life threatening. Customer went to the emergency room (ER) and was subsequently hospitalized. Customer was treated with intravenous fluids of saline and insulin and was released from the hospital on 4/3/26 with the issue resolved and no permanent damage.